Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Manufacturing location: (B)(4). Manufacturing date: october 07, 2015. Expiry date: september 01, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a multiloc humeral nail was applied for surgical neck of humerus fracture surgery. During a process of inserting the reported endcap, the surgeon experienced difficulty. Although he visually confirmed the nail, he could not insert the endcap and he heard a sound like grinding metals. Then he tried the following three additional means but without success: aligning for fitting the endcap with the nail by viewing image, removing soft tissue of the nail and its fringe, and resecting a bone which around the wound by a bone rongeur forceps luer. Eventually he decided not to insert the endcap and completed the surgery. The surgery was extended for fifteen (15) minutes. No patient harm was reported. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the microscopic investigation of the complained end cap shows various damages caused during insertion. There are indications of cross threading denoted by diagonal marks across the remaining thread. The thread flanks on the run-in are deformed and unusable. Side loading is apparent indicated by striation lines on both diameters near damaged threads. All described nonconformities/damage is not related to the manufacturing process. A manufacturing conclusion cannot be presented because of the condition of the product; because of the damage and wear the relevant dimensions cannot be checked to print specifications anymore. The device history record review shows that the device met fully to our specifications at the time of manufacturing and distributing in october 2015. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.